Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported knot/suture came out of the patient anatomy (failure to deploy) was confirmed. The reported knot caught on the gated suture trimmer (difficult to position the knot) could not be confirmed as the returned suture trimmer functioned as expected. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7fr sheath, after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, when using the suture trimmer, the knot caught at the cutter and came out of the patient anatomy. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.